Event description:
Same patient as MFR#: 2134265-2008-04661. It was reported 338 days following a coronary artery stenting procedure that the patient experienced an altered level of consciousness event. The index procedure treated 95% stenosed 5x20mm lesion located in the proximal left internal carotid artery. Treatment utilized a filterwire ez, the placement of a 4-9x30mm nexstent and post dilation with an unknown device resulting in 30% residual stenosis. A nih stroke score of 0 was assigned. The patient was discharged the next day. The patient returned 338 days following the index procedure experiencing an altered level of consciousness with a fall requiring hospitalization. The outcome of the event was listed as recovering/resolved and the patient was discharged five days post admittance. The relationship to the filterwire ez system and the nexstent carotid stent was listed as unrelated.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.